Event description:
It was reported that during use of bd max¿ extended enteric bacterial panel, a false positive patient enterotoxigenic e. Coli (etec) result was obtained. Confirmation testing was performed by the (B)(6) dept. Of public health (idph), and the result was negative. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results with the bd max¿ extended enteric bacterial panel kit (ref. 443812) lot: 4051425 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. Customer complained about a discrepant result that tested positive when using the bd max¿ extended enteric bacterial panel kit lot: 4051425 but was tested negative by an external laboratory. The review of manufacturing records of bd max¿ extended enteric bacterial panel indicated that lot: 4051425 was manufactured according to specifications and met performance requirements. Customer provided run 262 from instrument ct3207 for investigation. Customer designated as to investigate sample in run 262; position a2 that tested positive for etec target but came back negative when tested by an external laboratory. Manual pcr curve adjudication of the positive sample shows late and low, but true positive results for etec. Manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data but based on the analysis. The late positive results could explain the discrepancy with the reference laboratory. It must be noted that limit of detection can vary between different assays. No information was provided about the analysis method used by the external laboratory. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ extended enteric bacterial panel kit lot: 4051425. The root cause was not identified. However, specimens at or near the assay limit of detection (lod), or environmental or cross contamination, and variation between assays are the most likely causes to explain the customer¿s discrepant results. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action plan since no new hazard or trends was identified. Bd quality will continue to monitor for trends.

Event description:
It was reported that during use of bd max¿ extended enteric bacterial panel, a false positive patient enterotoxigenic e. Coli (etec) result was obtained. Confirmation testing was performed by the (B)(6), and the result was negative. There was no report of patient impact.